Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received or if the device is returned at a later time, this report will be supplemented. The instruction manual warns users: "if you feel any resistance while inserting the needle, do not push the needle slider forcibly. Withdraw the needle and confirm again that the bending section of the endoscope is not angulated."

Event description:
Olympus was informed that during a therapeutic endobronchial ultrasound (ebus) procedure, the needle broke off and fell inside the patient's lymph node. The needle was not retrieved and it is still lodged inside the patient. The intended procedure was completed with another similar needle. The patient was discharged home the same day without any complication. The patient was made aware of the needle stuck inside the lymph node. It is unknown whether the surgeon will retrieve the needle at a later time. No additional information was provided.